Manufacturer narrative:
During the displacement test, the motor was unable to rewind. After further examination of the device's interior, electrical board shows signs of previous moisture presence and corrosion around the battery connectors and on some components scattered throughout the back and front sides of the board. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the rewind anomaly. Device received with a crack on the battery tube which starts at the corner of the belt clip rails. Also the serial number label located between the belt clip rails has rubbed off and become illegible.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had open book image on the screen. Customer's blood glucose level was unknown. The device will be returned for analysis.